Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 22mm amplatzer amulet plug was successfully implanted. During the procedure, heparin was administered; minimum activated coagulation time was 239 seconds and max was 294 seconds. Follow-up echocardiogram performed at 3-month visit per protocol on (B)(6) 2022 showed no residual flow, no embolization, and no pericardial effusion. However, there was thrombus identified on the end screw; it was diffuse, mobile, laminar in shape, size: 10.4 by 7.4mm. The patient was started on rivaroxaban. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.